Event description:
Complainant alleged that during biomedical dept's routine testing and preventative maintenance of the device, the pacer rate does not change in response to the pacer rate knob being turned. The complainant indicated that there was no pt involvement in reported failure.